Manufacturer narrative:
(B)(4) - needle detachment. The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, while the physician was throwing the first mesh leg assembly through tissue, the needle detached from the suture and fell into the patient cavity. The physician reportedly attempted to locate the needle with palpation and decided to leave the needle inside the patient. The physician completed the procedure with this uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.